Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The customer went to the emergency room and was to be admitted to the hospital. The pump was removed and the customer was treated with an insulin drip. The customer suspected the cause of the high bg may be related to new medication. The customer did not provide further information. Upon follow-up, the contact reported that the customer was admitted to the hospital for diabetic ketoacidosis (dka) and was treated with heparin, insulin drip and hydration. The customer was discharged on (B)(6) 2017. The contact did not know the cause of the high bg (as high as 960 mg/dl) and did not know the bg level upon discharge.